Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle did not engage and contributed to a needle stick of the nurse. There was patient involvement.

Manufacturer narrative:
No samples were returned for evaluation. One photo was provided from the customer for review. Based on the photo of the product; it can be observed a couple of kits inside of a plastic bag from two different lots. Therefore, the reported issue was unable to be confirmed. Without the return of the samples, it is not possible to perform a comprehensive failure analysis, and a probable root cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation. A lot history review was performed and there were no relevant findings detected.